Event description:
Additional information: it was reported that the infection was treated with one day of vancomycin at 2000mg and 7 days of bactrim at 800mg. The infection reportedly resolved on (B)(6) 2018 and the patient was discharged that day.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted for purulent discharge from the driveline exit site. The event began on (B)(6) 2018. Unspecified medication changes were made.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Corrected and additional information: it was initially reported that the infection began on (B)(6) 2018. It was later reported that the patient was admitted on (B)(6) 2018. The patient was discharged on (B)(6) 2018 and was on antibiotics during the discharge. It was reported on (B)(6) 2018 the driveline infection had resolved.